Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been received for evaluation at the manufacturing site to date. This application represents an off-label use. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
During a procedure to declot a fistula, site unk, the catheter sheared off at the removal of the guidewire. The guidewire became stuck on the catheter and the dr lost access. He had to remove the guidewire and the catheter. No films are available. The guidewire used was a zip wire made by boston scientific. The stent graft was placed in the pt and remains, so the sample to be returned will be the catheter and the guidewire. It was reported that nothing from the catheter was left in the pt and there was no injury to the pt.